Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (310 mg/dl). Reportedly, the customer estimated the amount of carbohydrates for their meal, and stated they may have estimated incorrectly. Customer delivered a bolus and bg levels lowered to 280 mg/dl. Customer stated they would change their site and continue to monitor bg levels.